Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 28 mg/dl at the time of the incident. The customer was at 302 mg/dl at the time of the call. The paramedics took the battery out of the pump and the pump display has been blank even after a new battery was placed in the pump. The customer used manual injections to treat their current high. The customer was wearing the insulin pump during the incident. The customer believes they did not take the proper insulin dosage. Troubleshooting was not completed for the low or high as the customer declined. The insulin pump will be returned for analysis.